Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the log and optical sensor. Simple operation check found no abnormalities. No repair was done as the error could not be reproduced.

Manufacturer narrative:
Due to character limit in the e1 section event site name, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that while using the device, cs300 intra aortic balloon pump did not display the arterial pressure from optical sensor. The optical sensor failure alarm was displayed. No health damage was reported.